Event description:
It was reported that during preparation of a xience rx 3.5 x 28 mm stent delivery system (sds), as the protective sheath was being removed, the xience rx 3.5 x 28 mm stent dislodged in the yellow stylet cover. The xience rx 3.5 x 28 mm sds was set aside and not used for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant was returned for evaluation. The sds was not returned. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.